Event description:
Reference number: (B)(4). Event occurred in norway. It was reported that patient faced hypoglycemia event on (B)(6) 2026. The patient had bolus for meal and with exercise faced low blood glucose and was treated with food. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.